Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: 3550-32, lot# unknown, product type: accessory. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an non-malignant pain. It was reported that the patient¿s lead contacts were catching on the needle tip. There were no known factors that contributed to the issue. The healthcare provider (hcp) exchanged the lead for a different one. The issue was resolved at the time of the report. The lead was never implanted and would be returned for analysis. The event occurred on (B)(6) 2019. Additional information from the manufacturer representative was received on 06/18/2019 reporting that the health care provider (hcp) stated the lead contacts were catching on the exit point of the touhy needle. There was positioning difficulty. The lead was replaced. The patient recovered without sequela and there was no patient injury. No further complications were reported.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: 3550-32, lot# unknown, product type: accessory. Analysis of the lead (B)(4)6 found no anomalies. They were able to insert and remove the lead from tuohy needle while rotating the lead with no difficulties. (B)(4). If information is provided in the future, a supplemental report will be issued.